Event description:
It was reported that 4 bd plastipak¿ 3-piece syringe leaked past the stopper. The following information was provided by the initial reporter: "leakage of the plunger leading to the leakage of product towards the outside of the syringe, "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ - 3-piece syringe leaked past the stopper. The following information was provided by the initial reporter: "leakage of the plunger leading to the leakage of product towards the outside of the syringe."

Manufacturer narrative:
H6: investigation summary: package for this complaint was received, however there were no physical samples inside to evaluate. A device history review was performed for the reported lot 2108024 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated. Upon visual inspection, no damage can be observed, the stopper is correctly assembled and no other defects can be observed that could lead to leakage. No molding defects are observed. Leakage test was performed, no issues or leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.